Manufacturer narrative:
Block h6: imdrf device code a150103 captures the reportable event of clip premature deployment during an egd at an unknown location. Block h10: investigation results: the returned resolution clip device was analyzed, and a visual evaluation noted that the device was returned without its over sheath, just with the blue grip attached to the catheter. The catheter is kinked and unraveled. The device returned with the clip assembly attached. Microscopic examination was performed, and it was found that the catheter is kinked and unraveled. The clip has no activation made. No other problems with the device were noted. The reported event of clip prematurely deployed was not confirmed. Investigation found that the device returned with the clip still attached and was able to open and close its arms without any problems. Additionally, the device returned without the over sheath, and since there is evidence that suggest that it was intentionally removed. The analyzed conditions of the catheter being unraveled and kinked. The device did not identify any evidence of either the alleged issue(s) or any defect on the device. Therefore, the most probable root cause for this complaint is no problem detected. A labeling review was performed and from the information available, this device was used per the instructions for use (IFU)/product label.

Event description:
It was reported to boston scientific corporation that a resolution clip was used during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2023. The anatomy location of the procedure is unknown. During the procedure, the clip dislodged off the catheter before the physician had a change to deploy it. The procedure was completed with another resolution clip. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Imdrf device code a150103 captures the reportable event of clip premature deployment during an egd at an unknown location.

Event description:
It was reported to boston scientific corporation that a resolution clip was used during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2023. The anatomy location of the procedure is unknown. During the procedure, the clip dislodged off the catheter before the physician had a change to deploy it. The procedure was completed with another resolution clip. There were no patient complications reported as a result of this event.